Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while implanting this left ventricular (lv) lead, the physician was not able to insert a supportrak finishing wire. The finishing wire model the physician was attempting to use was to be used with is-1 leads, while this lead being implanted was an is-4 lead. The lead was eventually implanted successfully. No adverse patient effects were reported.